Manufacturer narrative:
Manufacturer evaluation of the instrument logs and the information available indicates that the instrument functioned as designed between 13 and 28 july 2022. A leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint. The information available indicates that sub-optimal processing of patient tissue samples was reportedly derived from two (2) of the 33 instances on which the "overnight fatty run" protocol was used to process patient tissue samples between (B)(6) 2022 and (B)(6) 2022. The "overnight fatty run" protocol was validated by a user with supervisor level access at 14:47pm on (B)(6) 2022. The customized and validated "overnight fatty run" protocol has a duration of 17:40 hours, with a formalin fixation step of six (6) hours duration and the remainder of the processing steps totalling 11 hours 40 minutes. This information suggests that the customized and validated "overnight fatty run" protocol is equivalent to the manufacturer recommended "12 hour" protocol. Section 8.2.1 of the leica peloris/peloris ii user manual details the following manufacturer recommendations: "the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol." As the tissue type and size of the affected patient tissue samples were documented as "breast" and "20 mm" respectively, the customized and validated "overnight fatty run" protocol appears to have been suitable for processing the type and size of the patient tissue samples involved in this event. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
On (B)(6) 2022 the complainant contacted leica biosystems and the following information was documented in relation to the instrument: "customer at [customer site] is experiencing overprocessed tissue on their peloris ii sn# (B)(4). They mentioned that they had recently loaded a new protocol which has been validated by the [name of organisation]."

Event description:
On 28 july 2022, the assigned leica field applications specialist-core histology, mid-atlantic received information from the complainant that at least one (1) patient case involved in this event was not able to be diagnosed; re-biopsy of the affected patient case(s) had not been either recommended or performed and an identifier, age or date of birth and gender for the affected patient case(s) would not be provided by the complainant. On 8 august 2022, the leica biosystems leica field applications specialist-core histology, mid-atlantic confirmed that the patient tissue sample for at least one (1) patient was unable to be diagnosed, no re-biopsy was recommended or required and the customer was unwilling to provide patient information for the undiagnosable case. On 12 august 2022, leica biosystems melbourne received confirmation from the assigned leica field applications specialist-core histology, mid-atlantic that the complainant was unwilling to provide an identifier, age or date of birth and gender for the affected patient case(s), despite a demonstrable reasonable attempt to obtain this information in person on (B)(6) 2022, by phone on (B)(6) 2022 and in person on (B)(6) 2022.

Manufacturer narrative:
Section b5: added information not included in initial report.